Manufacturer narrative:
Product code = dqx. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during inspection of the roadrunner nimble hydrophilic wire guide on (B)(6), a foreign particle was noted inside the sealed package. The device was not used during a procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the device history, complaint history, documentation, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the returned device did contain foreign matter in the lower left corner of the original packaging. Additionally, a document based investigation evaluation was performed. A review of the device history record showed four other nonconforming events related to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, it is feasible the foreign matter was introduced during the manufacturing process. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.